Event description:
It was reported to boston scientific that a uromax ultra balloon was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the balloon did not inflate. The patient's condition was reported to be stable at the conclusion of the procedure. Investigation results on january 21, 2014, revealed that the catheter shaft was kinked. (B)(4).

Manufacturer narrative:
Visual and functional analysis of the returned uromax ultra balloon was performed. Examination of the returned device found that the shaft, at the base if the strain relief, was pinched/kinked. An examination of the balloon found no tears or holes in the balloon material. As part of the device analysis, the device was attached to an encore inflation unit and the balloon inflated to its rated burst pressure with no leaks noted. No restrictions were noted during the inflation of the balloon. Using the same encore, a vacuum was pulled and the balloon deflated fully with no restrictions noted. This complaint will be assigned the most probable root cause classification of operational context. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified.